Manufacturer narrative:
A concern involving possible cerebrovascular accident type symptoms identified post-procedure in five patients who underwent diagnostic arteriograms in cair was reported. It was reported that "there is a working hypothesis that a residue associated with the ray-tecs may be present and potentially transferring into heparinized saline bowls during procedural setup". It was reported that "the clustering of similar post-procedural symptoms across patients with exposure to the same product lot is concerning and warrants immediate precautionary action and further investigation". Additionally, it was reported that "procedural teams indicate that a change was made approximately three months ago to the ray-tecs included in the medline angio pack". It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
"There is a working hypothesis that a residue associated with the ray-tecs may be present and potentially transferring into heparinized saline bowls during procedural setup".